Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far-field oversensing of the r-wave on the atrial channel which led to inappropriate atrial tachy response (atr) episodes stored. Technical services (ts) reviewed the event and provided an explanation of possible reasons for this noise. No adverse patient effects were reported. This crt-d remains in service.